Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent movement on balloon and stent damage occurred. A 4.00 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when the physician opened the sterile package and purged the stent, it was noticed that half of the stent was outside the balloon and was deformed. The procedure was completed using a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts located on proximal rows 1 to 9 appeared undamaged. From row 9 up to the distal end of the stent, stent struts were stretched in a distal direction over the bumper tip of the sds. Although there was evidence of stretching the stent did not move on the balloon. The maximum crimped stent profile at the time of manufacture was reviewed and was within the specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon and stent damage occurred. A 4.00 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when the physician opened the sterile package and purged the stent, it was noticed that half of the stent was outside the balloon and was deformed. The procedure was completed using a different device. There were no patient complications reported.